Event description:
The device was returned because there was an issue with the battery connection. The results of the investigation found that the device's downstream occlusion (dso) seal was detached. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.